Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th stent wrap with struts raised. A kink was evident on the shaft 1cm proximal to the distal tip. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to deformation on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and mildly calcified lesion, located in the proximal right coronary artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The devicewas inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not pass through the lesion. It was informed that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility, it was noted that the stent was deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.